Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Multiple pump error 25 alarms were present in the format history file and pump error 25 was triggered when the backup battery unloaded voltage was less than 3.70 volts for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will be returning for analysis.